Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a very fine atrial fibrillation (af). Due to the low amplitude of the af, it was not sensed by the device. There is no allegation of a malfunction on the lead. The patient experienced palpitations due to the af and was put on rate control medicine. The patient is stable.